Event description:
According to the initial reporter, the hydrophilic pvp coating material from the slip catheter of the cook shuttle system can strip off. As part of a neuro interventional procedure, the flexor shuttle guiding sheath was placed with a slip catheter, proceeded by a co-axial placement of a cordis envoy catheter (1820334-2015-00410 and 1820334-2015-00411). The first two cases were coil embolization; new neurological deficit after an uneventful procedure; MRI showed diffusion abnormalities; the guiding system is suspected as the source. On the third case (1820334-2015-00409), the same guiding system was used for a pipeline flow diversion placement; again very easy procedure but multiple emboli to the left hemisphere of the brain. Additional info was requested. However, it was not provided at the time of this report.

Manufacturer narrative:
Occupation is unk as it was not provided. (B)(4) the event is currently under investigation.

Manufacturer narrative:
Catalog # ksaw-6.0-38-80-rb-shtl-hc. Exp. Date is unknown as no lot # was provided. UDI # is unknown as no lot # was provided. Occupation is unknown as it was not provided. Age of device is unknown as no lot # was provided. (B)(4).

Event description:
According to the initial reporter, the hydrophilic pvp coating material from the slip catheter of the cook shuttle system can strip off. As part of a neuro interventional procedure, the flexor shuttle guiding sheath was placed with a slip catheter, proceeded by co-axial placement of a cordis envoy catheter (1820334-2015-00410 and 1820334-2015-00411). The first two cases were coil embolization; new neurological deficit after an uneventful procedure; MRI showed diffusion abnormalities; the guiding system is suspected as the source. On the third case (1820334-2015-00409), the same guiding system was used for a pipeline flow diversion placement;. There were multiple emboli to the left hemisphere of the brain. Additional information was requested. However, it was not provided at the time of this report.

Manufacturer narrative:
Lot # is unknown as it was not provided. Catalog # ksaw-6.0-38-80-rb-shtl-hc. Exp. Date is unknown as no lot # was provided. UDI # is unknown as no lot # was provided. Occupation is unknown as it was not provided. Age of device is unknown as no lot # was provided. (B)(4). Investigation: a review of the complaint history, device drawing, quality control (qc) and trends was conducted for the purpose of this investigation. No product was returned to assist in the investigation. The cordis envoy catheter is specified to be compatible with the ID of the sheath. Based on available information, it is highly unlikely that use of the device will result in a serious adverse health consequence, and while there is a possibility that coating particulate in the vasculature may have a clinical effect and warrants further investigation, the favorable risk to benefit ratio established with use of the devices is unchanged. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
According to the initial reporter, the hydrophilic pvp coating material from the slip catheter of the cook shuttle system can strip off. As part of a neuro interventional procedure, the flexor shuttle guiding sheath was placed with a slip catheter, proceeded by co-axial placement of a cordis envoy catheter (1820334-2015-00410 and 1820334-2015-00411). The first two cases were coil embolization; new neurological deficit after an uneventful procedure; MRI showed diffusion abnormalities; the guiding system is suspected as the source. On the third case (1820334-2015-00409), the same guiding system was used for a pipeline flow diversion placement;. There were multiple emboli to the left hemisphere of the brain. Additional information was requested. However, it was not provided at the time of this report.